Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor kit was reviewed and the DHR showed that the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor applicator failed to fire the sensor into her arm. She further reported that on (B)(6) 2019 she was feeling ¿lightheaded and nauseous¿ but didn't have another sensor to insert so she self-presented to her healthcare provider. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of insulin and potassium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor applicator failed to fire the sensor into her arm. She further reported that on (B)(6) 2019 she was feeling ¿lightheaded and nauseous¿ but didn¿t have another sensor to insert so she self-presented to her healthcare provider. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of insulin and potassium. There was no report of death or permanent injury associated with this event.